Event description:
The customer reported that the insulin pump has no delivery alarms. The infusion set and the reservoir were changed, but the alarm continued. It was mentioned that the device was exposed to a MRI and scan tests. A displacement test was performed and as the piston rod advanced a motor error alarm occurred. Advised customer to disconnect and revert to back up plan. Customer had an explained high blood glucose level and would treat with manual injections.

Manufacturer narrative:
Additional info: failure analysis revealed that the insulin pump failed the displacement test as a result of a faulty encoder. Unable to perform the excessive no delivery test due to the displacement test failure.